Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: a patient underwent tevar using zta-pt-34-30-209-w1 against a saccular aneurysm in distal part of aortic arch. The stent graft was placed in the area directly below the left subclavian artery (lsa) without problems and the procedure proceeded smoothly and was completed. 6 days post procedure the patient was found in the wc, being in the state of cardiac arrest and died the same day. The stent graft was removed from the patient when autopsy was performed. The autopsy findings was: - massive bleeding in the left thoracic cavity and massive bleeding in the right pleural space were found. From bleeding in the pericardium, severe cardiac tamponade was supposed. Ascending aortic dissection was observed. Dissection of the ascending aorta is extended to the aortic root. The intimal tear initiated from the posterior wall of the aorta. One of the bares is located in the intimal tear. Dissection is also spreading in the bracheo-cephalic artery. No dissection is observed at the distal aorta. Stent graft is fit tightly overall., severe atherosclerotic change is observed in the aorta. The stent graft was returned for investigation after being explanted from the patient during autopsy. The device inspection showed no damage on the graft material or on the stents or bare stents. A video of imaging and autopsy photographs were provided and reviewed. Additionally, a video demonstrated uneventful endograft implantation followed by sealing and bare stent molding balloon angioplastry to 34mm, were reviewed. The reviewer confirms a post mortem dissection: "the autopsy and a post mortem CT confirmed ascending aortic dissection, extending from the aortic root to the posterior wall of the aortic arch past the bare stent and sealing stents. It terminated in the descending thoracic aorta, 3 cm downstream the leading edge of the sealing stent fabric". Additionally, the review finds that: "the pre-implantation and completion angiograms did not demonstrate pre- or immediate post-procedural dissection or any other aortic abnormality proximal to or at the bare or sealing stents. The aortic atherosclerotic wall thickening was on the side of the sealing stent opposite the dissection. Because on autopsy the dissection involved the posterior aortic wall at the bare stent and extending into the seal zone, the dissection likely involved normal appearing aorta with one qualification. A small pre-procedure intimal tear visible on cta, but not angiography, was possible but unlikely. Although it can be reasonably assumed that the clinical site would have confirmed any ascending aortic abnormality, the video format of the provided cta does not allow the window and leveling to independently rule out a preexisting dissection". The impression of the reviewer is that "although ascending aortic dissection extending along the posterior aortic arch past the bare and sealing stents into the descending thoracic aorta is confirmed, ascribing causality to the bare stent cannot be confirmed. Retrograde dissection after tevar is rare and usually associated with graft oversizing and type b dissection, both of which were absent in this case except when the seal-zone was transiently dilated during molding balloon angioplastry (ann surg. 2014 aug;260(2):389-95.)." According to the imaging review, the device was sized according to the recommendations in the IFU. Nevertheless, a dissection was present on the autopsy and the post-mortem CT. The cause for the ascending aortic dissection that possibly led to patient death cannot be determined. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: 01aug2018 a female patient underwent tevar using zta-pt-34-30-209-w1 against a saccular aneurysm in distal part of aortic arch. The diameter of the access route was a little small, but its characteristic was not bad. Thus, it was determined that the access route was suitable enough to deliver the system. The delivery system was advanced from right femoral artery and the stentgraft was placed from the area directly below the left subclavian artery without problems. The procedure proceeded smoothly and it only took short period of time to complete it. No endoleak occurred. (B)(6) 2018 it was noticed that the patient was not in her hospital room. She was found in the wc, while being in the state of ¿cardiac arrest¿. What kind of intervention was performed against the cardiac arrest has not been reported, but she died on the same day. Autopsy imaging was conducted, which showed the appearance like cardiac tamponade. (B)(6) 2018 autopsy is planned to be performed. Additional information received 10aug2018: "the aortic wall of the patient might have been weak". Autopsy findings: -massive bleeding in the left thoracic cavity and massive bleeding in the right pleural space were found. From bleeding in the pericardium, severe cardiac tamponade was supposed. -ascending aortic dissection was observed. -dissection of the ascending aorta is extended to the aortic root. -the intimal tear initiated from the posterior wall of the aorta. -one of the bares is located in the intimal tear. -dissection is also spreading in the bracheo-cephalic artery. -no dissection is observed at the distal aorta. -stentgraft is fit tightly overall. -severe atherosclerotic change is observed in the aorta.